Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and be kinked. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear and kink occurred or if they contributed to the reported event. No other damages or defects were found and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's (blood glucose) reached 312 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. Mother reported the pod was leaking during wear. For treatment, replaced pod.